Event description:
Dealer stated left flip back arm bracket is broken. Dealer stated not aware how it broke. Dealer hung up received information from customer service representative. Protocol questions not applicable.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.